Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump several times. Customer stated that alarm occurred during a bolus. Customer stated that the drive support cap was okay. Customer did not remember a motor position encoder error alarm. Customer was able to rewind the pump but sometimes, a moto error alarm occurs during rewind. Customer does not use sensors. Customer had a high blood glucose reading of 300 mg/dl.